Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator was not working like it was supposed to. Patient stated that when they connect to their settings they are able to adjust their therapy somewhat, but the therapy is not relieving the pain like it's supposed. Patient mentioned the issue began last week. Patient denied any recent falls/trauma. Agent reviewed role of a manufacturer representative (rep). The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received, it was reported the ins was not vibrating where it was supposed to. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.